Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 544 mg/dl. The customer reported they have a backup plan available. Customer tried to treat with insulin pump, blood glucose did not got down, so gave herself a shot. The customer was admitted to the hospital. The cause of hospitalization as per healthcare provider was chest pain, hyperglycemia and unstable angina. The customer was treated with subcutaneous insulin and emergency room with IV insulin. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.